Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose values, as high as 532 mg/dl. Customer stated the high glucose had begun after being on an antibiotic medication for an infection. Customer also mentioned receiving a no delivery alarm from the insulin pump. During troubleshooting, the insulin pump passed all tests so the helpline advised that the pump was functioning as designed. It was advised to change the entire set, reservoir and insulin to treat as directed by the customer's health care professional, to monitor the situation, and to call the helpline back if the issue recurred. Nothing further reported.